Event description:
It was reported that a progav shunt system (#fv434-t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 51 years weight: 75 kgs height: 175 cm gender: male

Manufacturer narrative:
Visual inspection: during the investigation, some deposits in the reservoir and some visible calcification of the catheter were detected, the other components were unremarkable permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the progav and shuntassistant, no deposits were found in both valves. Results based on our investigation results, we can detect visible deposits in the control reservoir and in the ventricular catheter. The deposits had no influence on the specifications of these products at the time of the investigation. Furthermore, our investigation results showed no functional deviations or other anomalies on the progav, shuntassistant, peritoneal catheter or the deflector. At the time of the examination, it is not clear to us how the abovementioned functional impairment occurred. Organic material in the csf can temporarily influence the function and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.